Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and hence suspected that the insulin pump might have over delivered insulin. The customer does not report any symptoms related to low blood glucose. The customer treated the low blood glucose with food. The blood glucose value of the customer at the time of the event was 45 mg/dl. The blood glucose value of the customer at the time of the call was 194 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the auto-mode feature was not active at the time of the event. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The device will not be returned for analysis.